Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated there are scratches and the pump screen is cracked. Customer stated the pump was sitting on the table and it got bumped off on the tile floor. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump had severely cracked and bleeding lcd glass. Unable to perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to damage lcd glass. The insulin pump had cracked reservoir tube lip and minor scratched display window. No crack on display window noted.